Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, stained end cap sticker and loose/flush drive support disk. This MDR related to the puerto (B)(4)rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the battery and alarm could not be cleared. Customer stated that she was outside wearing the insulin pump in bathing suit, she didn't go into the ocean but it might have been exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.